Manufacturer narrative:
Follow-up # 1 ¿ (05/21/2014). The patient¿s meter has been returned on 3/21/2014 and evaluated by lifescan product analysis on 5/13/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her daughter) alleging the patient was unable to test her blood glucose because her onetouch ping meter was not powering on and the meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to follow up with the patient or reporter for additional information. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the alleged issue first occurred 3 weeks prior to contacting lfs. The reporter was unable to recall what readings were obtained on the meter. The reporter did not state what medications the patient uses to manage her diabetes. The reporter did not state if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated on an unknown date and time the patient had ¿ketones.¿ it is unclear how the patient was tested for ketones. The reporter stated the patient did not have any treatment in response to the symptoms. At the time of trouble shooting, the cca noted there was no misuse of the subject meter and it was not the first time the meter had been used. The battery was in good condition. When a new test strip was inserted the meter did not power on and the patient was using the correct test strips. When the power button was pressed the meter did not power on. The reporter did not have any test strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hyperglycemia.